Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced loss of stimulation approximately two months ago. X-rays and diagnostics testing did not reveal any anomalies. Reprogramming was attempted to no avail. The patient routinely charged the ipg every week. Surgical intervention will be undertaken to address the issue.

Event description:
Follow up revealed that the patient underwent a full system replacement on (B)(6) 2018. Therapy was resumed.